Event description:
This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain female") and abdominal pain ("abdominal pain") in a female patient who had essure inserted (lot no. C68795). Additional non-serious events are detailed below. The patient had a medical history of endometriosis. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015 she experienced pelvic pain (seriousness criterion intervention required), inflammation ("inflammation") and dyspareunia ("intense pain during sexual relations"). In (B)(6) 2015 she experienced adnexa uteri pain ("left adnexal pain") and intermenstrual bleeding ("little intermenstrual spotting"). In (B)(6) 2016 she experienced abdominal pain (seriousness criterion intervention required). In 2016 she experienced haematosalpinx ("hematosalpinx"). On unknown date she experienced headache ("headaches"), arthralgia ("joint pain"), hypersensitivity ("allergic reaction") and device placement issue ("right essure was reinserted because the first check it was found inadequate placement of the right essure"). Essure was removed in (B)(6) 2019. The patient was treated with surgery (total hysterectomy (B)(6) 2019 and left salpingectomy 2016). At the time of the report, the outcomes for pelvic pain, abdominal pain, headache, arthralgia, inflammation, hypersensitivity, dyspareunia, adnexa uteri pain, intermenstrual bleeding and haematosalpinx were unknown. The reporter considered abdominal pain, adnexa uteri pain, arthralgia, device placement issue, dyspareunia, haematosalpinx, headache, hypersensitivity, inflammation, intermenstrual bleeding and pelvic pain to be related to essure administration. The reporter commented: it was removed and the right essure was reinserted because the first check it was found inadequate placement of the right essure, so it was removed, and a new device was placed twelve days later. The patient undergoes two interventions, in the first in 2016 she went to the emergency room due to abdominal pain that required urgent left salpingectomy surgery and in the second, in addition to removing the right tube, a total hysterectomy was performed in (B)(6) 2019. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain female") and abdominal pain ("abdominal pain") in a female patient who had essure inserted (lot no. C68795). Additional non-serious events are detailed below. The patient had a medical history of endometriosis. In (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015 she experienced pelvic pain (seriousness criterion intervention required), inflammation ("inflammation") and dyspareunia ("intense pain during sexual relations"). In (B)(6) 2015 she experienced adnexa uteri pain ("left adnexal pain") and intermenstrual bleeding ("little intermenstrual spotting"). In (B)(6) 2016 she experienced abdominal pain (seriousness criterion intervention required). In 2016 she experienced haematosalpinx ("hematosalpinx"). Essure was removed in (B)(6) 2019. On unknown date she experienced headache ("headaches"), arthralgia ("joint pain"), hypersensitivity ("allergic reaction") and device placement issue ("right essure was reinserted because the first check it was found inadequate placement of the right essure"). The patient was treated with surgery (total hysterectomy (B)(6) 2019 and left salpingectomy 2016). At the time of the report, the outcomes for pelvic pain, abdominal pain, headache, arthralgia, inflammation, hypersensitivity, dyspareunia, adnexa uteri pain, intermenstrual bleeding and haematosalpinx were unknown. The reporter considered abdominal pain, adnexa uteri pain, arthralgia, device placement issue, dyspareunia, haematosalpinx, headache, hypersensitivity, inflammation, intermenstrual bleeding and pelvic pain to be related to essure administration. The reporter commented: it was removed and the right essure was reinserted because the first check it was found inadequate placement of the right essure, so it was removed, and a new device was placed twelve days later. The patient undergoes two interventions, in the first in 2016 she went to the emergency room due to abdominal pain that required urgent left salpingectomy surgery and in the second, in addition to removing the right tube, a total hysterectomy was performed in (B)(6) 2019. Batch no~c68795production date~2014-06-25expiration date2017-06-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 02-feb-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.